Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and no failures were identified. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that it was observed that the compact air drive device did not work and the button was jammed. It was not reported if the event occurred during surgery. It was reported that there were no delays to a surgical procedure and that the procedure was completed as intended. It was unknown if there was any patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.